Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms while on power module was confirmed. The evaluation of the returned 14v power module patient cable revealed several severed/opened inner wires. Two of the wires represent the rsoc (relative state of charge) and alarm out lines and two wires were not in use (spare) wires. As a result of the opened rsoc wire, the system activated the reported power cable disconnect alarm. The provided log file contained data recorded from the time stamp of day 1442, 17 hours and 13 minutes to day 1453, 14 hours and 26 minutes. There were multiple power cable disconnect alarms captured in the log file and the associated voltage levels suggested that the alarms occurred while on connected to a power module and there is a possible issue with the rsoc signal line. The root cause of the damaged inner wires appeared to be related to wear and tear due to repetitive lead flexing during cable use. The device history records could not be reviewed for the 14v patient cable due to the records being unavailable and maintained by the vendor. Patient handbook rev operating manual ja-jp rev. F, instructions for use 105747 ja-jp rev. B covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. The patient handbook advises the user to call the hospital contact person if there is any questions or concerns regarding the heartmate ii lvas equipment including the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms while on power module was confirmed. The evaluation of the returned 14v power module patient cable revealed several severed/opened inner wires. Two of the wires represent the rsoc (relative state of charge) and alarm out lines and two wires were not in use (spare) wires. As a result of the opened rsoc wire, the system activated the reported power cable disconnect alarm. The provided log file contained data recorded from the time stamp of day 1442, 17 hours and 13 minutes to day 1453, 14 hours and 26 minutes. There were multiple power cable disconnect alarms captured in the log file and the associated voltage levels suggested that the alarms occurred while on connected to a power module and there is a possible issue with the rsoc signal line. The root cause of the damaged inner wires appeared to be related to wear and tear due to repetitive lead flexing during cable use. The device history records could not be reviewed for the 14v patient cable due to the records being unavailable and maintained by the vendor. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that multiple power cable disconnect events were recorded while connecting to a power module at home. The power module patient cable was replaced. Log file confirmed atypical power cable disconnect events while connected to the power module. No further alarms were noted after the power module patient cable was exchanged.